Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab evaluated the customer's unit and was able to confirm the reported issue and isolated it to the turbine printed circuit board assembly being faulty, causing a "motor fault" condition.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
This unit is alarming "motor fault." The unit was not on a patient at the time of the event.